Event description:
It was reported there was a suspected catheter leak. The patient was implanted in 2011 and had a good outcome of therapy for the first 2 months. Suddenly the patient needed a much higher daily dose of the drug. An inspection of the catheter was performed in the operating room with iopamiro to check the catheter's permeability. No leak was detected under x-ray, but a bump was built during the flushing process on the patient's back close to the connectors. Due to the bump, the pump segment with connectors was replaced. The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, lot # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter revealed a hole in the catheter body that was user related. The catheter was returned in 3 segments, including 2 pin connectors. There were two holes found in the catheter portion of segment 2 in an area 2.1cm from its distal end. The holes were on opposite side of the catheter from one another indicating that the holes may have resulted from an inadvertent needle stick.